Manufacturer narrative:
Results: related to operational context (hypotube detachment occurred during advancement of the device through the guide catheter and is procedural related). Deformation problems (catheter detached immediately distal to the strain relief) conclusions: operational context caused or contributed to the event (hypotube detachment occurred during advancement of the device through the guide catheter and is procedural related). (B)(4).

Event description:
It is reported that the physician was attempting to use a resolute onyx stent during procedure. The device was inspected prior to use with no issues noted. It is reported that the device did not exit the tip of the guide catheter and enter the patient vasculature. The device was returned to the manufacturing facility and through analysis of the returned device, the device was observed to be damaged. The device returned detached immediately distal to the strain relief. It is reported that the detachment occurred whilst passing the stent over the guide wire. The procedure was completed using a non-medtronic stent and the same accessories as used prior. There was no injury to the patient or complications associated with the detachment. Evaluation summary: the device returned detached immediately distal to the strain relief. The break site has a partially squashed lumen. There was no damage to the stent segments. The stent was positioned correctly on the balloon as per specification requirements. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.